Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of device displays error message is confirmed. On initial startup, the unit booted to an ec101 error. The root cause of the reported failure was identified as due to an internal failure within the beamformer. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2020-20521).

Event description:
Prevue+ unit dropped and now it gives a persistent ec101 error when powered on. They have power cycled it numerous times. (B)(6) 2022: evaluation review found unit to have poor ultrasound image quality.